Event description:
We have had several incidents where the level one rapid infuser tubing sets have leaked which could compromise patient safety. During the past month, two problem sets were hooked up to the patient and three sets leaked when tested prior to patient use. However, there was no serious illness or injury on these occasions as a result of the leaking. We have been in constant communication with the manufacturer. On may 16th, 2008, they sent engineers to our hospital to inspect the sets and the equipment. The hospital is so concerned of compromising patient safety that they will be procuring a different company's rapid infuser and sets soon.